Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 45-days post procedure, the patient presented with dizziness and left lower extremity numbness. A head CT and MRI were performed and were negative. The patient was close to their 45-day follow-up so a tee was performed which found a thrombus on the thread in the insert of the device which measured .5mm x .6mm. The inr was also noted to be down as low as 1.2, possibly due to a subtherapeutic inr. They are going to increase the inr range and continue plavix and repeat the tee in three months. The patient was now asymptomatic and was sent home.